Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
About six, seven, or eight years prior to report, the patient¿s pump was destroyed when an airbag was deployed. There were no patient symptoms reported, no known interventions performed, and no outcome was reported. If additional information is received, a supplemental reported will be submitted.